Event description:
It was reported that the lead was difficult to insert into header of the pulse generator. The lead could be connected after attempts and electrical measurements were satisfactory, the lead remained implanted.